Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during rewind. Customer's blood glucose reading is 133 mg/dl. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.